Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that while inserting an intraocular lens, model z9002, into the right eye of a female patient, the lens misfired. No patient injuries were reported; patient has recovered. No further information was provided.

Manufacturer narrative:
Visual inspection at 10x microscope magnification showed evidence of viscoelastic ovd (ophthalmic viscosurgical device) in the lens optic body and loose particles on the iol consistent with handling of the lens out of the sterile environment. The lens was observed with one haptic broken. The broken haptic piece was not returned. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.